Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display was blank. Caller cannot recall the blood glucose reading. Troubleshoot was performed. Caller was not calling back after receiving a new battery cap. Insulin pump was not exposed to moisture. Caller believes that the battery brand could have been the issue. The brand of the batteries customer was using were energizer. Caller states the contacts on the battery cap are not missing or damaged. Customer states battery compartment is neither damaged nor corroded. Caller states the spring is neither damaged nor corroded. He inserted new battery but the display still blank. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or back light anomaly noted. Unit was received with normal operating currents, passed unexpected restart error test and self-test and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.